Event description:
Lawsuit papers claim a total right knee arthroplasty was performed in 1999 several months after original implant. Lawsuit states that a #2 polyethylene was used with a #3 tray and caused instability with the knee; unsteady gait and pain.